Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had battery issues. The customer's blood glucose was 8.1 mmol/l. The customer stated that they had error alarms. The insulin pump passed displacement test, however it did not pass self-test. The product was returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, prime, basic occlusion, force sensor, occlusion. However device received with motor power supply voltage error detected and power supply test failed during self-test error problem isolated to motor. Device received with cracked retainer.